Event description:
It was reported the patient's device exhibited post-paced t-wave oversensing via merlin.net. No adverse consequences were reported. No further information was available.

Manufacturer narrative:
(B)(4).